Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. In addition, the complained lot expired 05/31/2015.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.2 mmol/l and 4.9 mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.